Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/18/2016. The fse found that the tubing through pinch valve pv42 was defective. The fse replaced the tubing, which repaired the leak and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a blue leak from the coulter lh 500 hematology analyzer. The instrument was generating ambient temperature errors when the leak was noticed. The volume of the leak was a few mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.